Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 6.8 mmol/l at the time of incident. Customer stated that the insulin pump alarmed button error and the buttons were unresponsive after it has been exposed to rain. Customer also reported to have received an unexpected restart alarm and declined to complete the troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The device had no button error alarm. However, it was received with intermittent down button response due to corroded button keypad trace. It had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, broken reservoir tube lip and cracked lcd window. The device passed unexpected restart error alarm test. No unexpected error alarm noted. No moisture damage noted on electronic assembly or on the motor.